Event description:
Patient presented to the physician with a suspected infection at the neck incision site, reporting tenderness and warmth in the affected area. Imaging was performed, revealing swelling superficial to the stimulation lead body and the submandibular gland region. Physician prescribed a 7-day course of antibiotics.